Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump kept shutting down. The patient's blood glucose at the time of incident was 230 mg/dl. Troubleshooting was initiated for the blank display anomaly. The customer confirmed that the device was not dropped, bumped, or exposed to moisture. However, troubleshooting could not continue since the customer did not have a new battery for testing, or cotton swabs and alcohol for cleaning. The insulin pump was not returned for analysis.